Manufacturer narrative:
Correction to the initial report: g1. Manufacturing site. Is freudenberg medical llc, therefore g1 manufacturing site details have been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium for which biosense webster¿s product analysis lab (pal) identified that the soft tip was bumped and that the hemostatic valve of the device was not found. Initially, it was reported that the "sheath was mushrooming" per the physician. It sounded like there was a misalignment between the catheter and the sheath. The vizigo¿ sheath was exchanged and the procedure was continued. No adverse patient consequence was reported. This issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device and per the evaluation completion on 27-jun-2024, the soft tip was bumped and that the hemostatic valve of the device was not found. This was assessed as MDR reportable with an awareness date of 27-jun-2024.

Manufacturer narrative:
The device was returned to biosense webster (bwi) for evaluation. A visual inspection, magnetic sensor functionality and evaluation of the returned device was performed following bwi procedures. Visual analysis revealed that the soft tip was bumped and that the hemostatic valve of the device was not found. For this condition, a supplier investigation was requested, and the results determined that this type of failure is not related to the manufacturing process since the manufacturer has four process controls in place to prevent a device without a hemostatic valve from reaching the end customer. A device history record was performed for the finished device 00002558 number, and no internal actions related to the reported complaint condition were identified. The soft tip issue reported by the customer was confirmed. The sheath tip soft failure could be related to a potential skin incision size relative to sheath during the procedure; however, this cannot be conclusively determined. The potential cause of hemostatic valve missing could be related to the manipulation of the device after the procedure. However, this cannot be conclusively determined. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).